Event description:
The sales representative reported on behalf of the customer that the device, 32.16334, mini-aggressor forceps, 15° up, 2.75 mm x 130 mm, was being used during an arthroscopy procedure on (B)(6) 2024 when it was reported, ¿rod fracture during operation.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested and found that the device was broken during use. A fragment fell into the patient and was retrieved with forceps. The procedure was completed with a device from another set. The incident caused a 10-minute delay in the procedure. The patient status is listed as ¿steady¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame 10,160 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 32.16334, mini-aggressor forceps, 15° up, 2.75 mm x 130 mm, was being used during an arthroscopy. Procedure on (B)(6)2024 when it was reported, ¿rod fracture during operation.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested and found that the device was broken during use. A fragment fell into the patient and was retrieved with forceps. The procedure was completed with a device from another set. The incident caused a 10-minute delay in the procedure. The patient status is listed as ¿steady¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.